Event description:
It was reported the patient experienced a change in stimulation after suffering a recent fall. X-rays were taken and showed the lead was still in the proper position. Lead diagnostics showed multiple high impedances. Reprogramming was able to provide effective stimulation; however the patient has decided to have her scs system revised to prevent future loss of stimulation. Surgical intervention is pending to address the issue.

Event description:
Follow up information identified the patient's lead was replaced with a new one. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.